Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was not reported. The patient was hospitalized on the same day as the onset. The patient was treated with unspecified antibiotics (doses, routes, frequencies and durations were not reported). Five days after the onset, antibiotic treatment was stopped, dianeal therapies were discontinued and the patient was transferred to hemodialysis (hd). At the time of this report, the patient has not recovered from the event. No additional information was available.